Event description:
Or staff smelled anesthetic agent (isoflorane).after investigation by biomed, the source of the leak was found to be related to the filling port and the mechanism that seals this port after filling. This style of vaporizer is prone to leaking once the filling assembly has been damaged. Biomed is operating under the assumption that the damage to the filling assembly was due to excessive force being used to lock the fill tube in place during filling. Biomed has notified the anesthesia techs of this problem.drager tech support was notified of these events. Their first response was to adjust the fill port system. When this proved to be ineffective, they informed us that this problem is being reported throughout the country. Drager is in the process of offering an improved filling system, but this modification has not been released yet.biomed has replaced the leaking vaporizer.